Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 576 mg/dl. The customer went to the emergency room on (B)(6) 2026 and was treated with intravenous fluids of saline and insulin. There was no permanent damage. Customer was discharged (B)(6) 2026. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.